Event description:
It was reported the pt has not used or charged her scs system since 2011. A sjm rep was not able to communicate with the pt's ipg using her external devices. The pt was sent for x-rays to verity the location of her leads.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.